Event description:
It was reported that a patient's blood glucose levels (bg) reached 358 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Pod data indicated there was no struggle to deliver insulin. The exposed portion of the soft cannula was observed to be damaged. It could not be determined when or how this damage took place and cannot be confirmed as the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.